Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that there was a faulty header screw in the implantable cardioverter defibrillator (ICD) during an implant procedure. A lead was inserted into the header and the set screw was tightened. The blue band marker on the lead was visible in the header, but when the lead was pulled, it came out of the header. This was repeated on two occasions with the set screw tightened, but it did not appear to fasten the lead. After the third attempt, it appeared to fasten the lead. Device checks were performed with normal impedances, sensing and thresholds, but noise was seen on the right ventricular (rv) lead electrogram. The physician decided to replace the device with a new device given the issue with the set screw. The rv lead remains in use. No patient complications have been reported as a result of this event.(B)(4).